Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 10 months. The heartmate ii instructions for use provides information regarding proper implant procedure of the sealed outflow graft and outflow graft bend relief. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly¿s resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was initially diagnosed with a driveline and pump pocket infection. The patient was taken to surgery for incision and drainage. During surgery, the surgeon noticed blood around the outflow graft. Upon further investigation, the patient did not have an infection, but the outflow graft bend relief was disconnected. The bend relief was rubbing on the outflow graft and created a hole in the outflow graft. The hole was fixed by the surgeon, the bend relief was reattached, and a outflow graft bend relief collar was placed. No further information was provided.